Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture and decreased sensing threshold noted on the right atrial (ra) lead. The patient also reported diaphragm stimulation in certain positions. Diagnostic imaging was performed, which revealed a potential dislodgement of the lead as well as a possible cardiac perforation. The device was reprogrammed to deactivate the lead and no further intervention has been taken at this time. The patient was stable with no consequences.

Event description:
Additional information received indicated that the lead was repositioned to resolve the event. The patient was stable following the procedure.